Event description:
(B)(6) received information that following the implant of this edwards transcatheter bioprosthetic heart valve, the patient experienced pericardial tamponade. Treatment included a pericardiocentesis and a transfusion of blood. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).